Event description:
On 16-mar-2026, follow up information was received addressing details regarding implant history, clinical progression, and revision findings. Part and lot numbers for the arthrex products implanted on (B)(6) 2023 and explanted during the revision procedure on (B)(6) 2026 were not available. Part numbers for the implants used during the (B)(6) 2026 revision are also unavailable. The onset date for shoulder pain prior to the 3 year follow up could not be determined, as this was not documented in the medical record. The patient did not report functional decline apart from pain. The subject was noted to have normal bone quality at the time of the initial surgery, with no changes in bone quality reported since implantation. No relevant medical risk factors such as smoking, long term steroid use, or metabolic comorbidities were identified. The patient was compliant with postoperative rehabilitation protocols. No traumatic events, falls, or high demand activities were reported between the index procedure and the revision surgery. Intraoperative findings during the revision procedure included mild bone loss around the metaphysis. The patient has not been evaluated since undergoing rsa, and no postoperative outcome information is currently available. Explanted implants are not available for return or evaluation. No additional postoperative complications have been documented to date. The surgeon did not dictate a specific cause for the humeral component subsidence but considered the likely etiology to be multifactorial. Additional information was received on 25-mar-2026: on (B)(6) 2026, the event was resolved with sequelae.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, including insufficient bone quality. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-feb-2026, a clindex notification was received via email indicating that information had been obtained from a clinical study (shoulder arthroplasty registry, (B)(4). According to the report, one (1) patient demonstrated subsidence of the humeral component at the 3-year postoperative time point. The patient presented to the clinic on (B)(6) 2026 for the 3-year postoperative follow-up visit, reporting shoulder pain. Imaging performed at this visit showed subsidence of the humeral component with associated glenoid notching; no fracture was identified. A CT scan was ordered for further evaluation. Based on clinical assessment and imaging findings, the treating surgeon planned a revision procedure as soon as possible. The shoulder was subsequently revised to a reverse shoulder arthroplasty (rsa).